Event description:
It was reported that during a lap cholecystectomy, the surgeon pressed down on the plunger and the bag deployed, but he was unable to lift back up on the plunger. The surgeon had to remove the specimen through the port site. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/11/2008. Info anticipated, but unavailable at this time.